Event description:
It was reported by the rep that (1) 35lst was used during placement of a 5mm trocar in an obese pt. The bottom 10mm of the orange safety shield broke off and it did not come out with the trocar as far as anyone could tell. The trocar could not be located inside the pt.